Event description:
Customer stated that in 02/05, a patient's antibody screen was tested as negative suing pre-transfusion samples and screening reagent cells in mts anti-igg card lot # 092804001-12 (exp 12/05). Following the transfusion of 3 packed red cell units, thepatient experienced a transfusion reaction which prompted a transfusion reaction workup. Upon re-test the patient pre-trransfusion sample reacted as positive with both screening cells. Post transfusion sample gave positive reaction too. Customer was able to identify anti-jkb, anti-k, anti-s and anti-e.